Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no anomalies visualized.

Event description:
It was reported that the pt was experiencing an increase in seizures. X-rays were received and reviewed by the MFR. Upon review, no anomalies were noted with the device. Attempts for further info have been unsuccessful to date.